Event description:
It was reported that when interrogating devices, the screen goes blank for 2 minutes before picking device. The programmer has been returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However the link electronic module (lem) circuit board was replaced due to intermittent telemetry with the radiofrequency (rf) head. It was also noted that the upper case was cracked, the system fan was noisy and the floppy disk drive was replaced. (B)(4).